Event description:
It was reported that the ventricular lead showed evidence of a conductor fracture. It was also reported that the patient alert triggered for high pacing impedance and there was oversensing. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the ventricular lead showed evidence of a conductor fracture. Therefore, the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled and the outer tubing was melted. The outer tubing overlay showed cosmetic environmental stress cracking (esc), the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. (B)(4): performance data was collected from the lead and analyzed. Analysis revealed impedance: one - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011. Weekly pace lead impedance trend data shows an abrupt increase for max rv pace - 744 to inf ohms (un-filtered between (B)(4) 2011 and (B)(4) 2011.) Sensing : 1- ventricular nt <=215 ms (B)(4) 2011 and ventricular short interval count v-sic=1483.6 counts ave/day, in 22.93 days, between (B)(4) 2011 and (B)(4) 2011.